Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that a leak was discovered in the sample probe assembly. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample probe and kinked tubing. The cause of the discordant, falsely low na, k and cl results was a leak in the sample probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The corrected results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.